Manufacturer narrative:
(B)(4). The customer reports that the patient did not having any allergies to any medications or lidocaine.

Event description:
The customer reports that the lidocaine in the kit was given subq and not effective at all. The user gave the patient 5 cc more subq and was able to insert the line however after injection of the saline from the pre filled syringes; the patient said she could taste it. She became nauseated, started to vomit, said her head felt numb and she felt tingly all over. She stated she couldn't breathe; her lips and tongue looked swollen. She clenched down, held her breath and became unresponsive. CPR was initiated with an immediate response. The patient was transported to the ICU. The user reports that they are not quite sure if it was an allergic response or a vagal response. It is unknown if therapy was delayed/interrupted.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection could not be performed as no sample was returned for analysis. A device history record review was performed on the lidocaine, pre-filled syringe and catheter and no relevant findings were identified. A risk evaluation was performed for this complaint. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the sample to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the lidocaine in the kit was given subq and not effective at all. The user gave the patient 5cc more subq and was able to insert the line however after injection of the saline from the pre filled syringes; the patient said she could taste it. She became nauseated, started to vomit, said her head felt numb and she felt tingly all over. She stated she couldn't breathe; her lips and tongue looked swollen. She clenched down, held her breath and became unresponsive. CPR was initiated with an immediate response. The patient was transported to the ICU. The user reports that they are not quite sure if it was an allergic response or a vagal response. It is unknown if therapy was delayed/interrupted.